Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in clinic. Interrogation revealed that the right atrial (ra) lead exhibited noise over-sensing which resulted in inappropriate mode switch. The noise was noted to be variable and reproducible in clinic. No intervention or changes were reported. No patient consequences were reported.